Event description:
It was reported to boston scientific corporation that a profile small oval snare was used. According to the complainant, during the procedure, when retraction was attempted, the loop suddenly retracted. The procedure was completed with another profile snare. There were no patient complications as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event of loop suddenly retracts. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.